Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they hadn't been using their stimulator because they didn't need it and that's why they stopped using it. The patient stated that on monday morning they were getting electricity going through their body in their rectum to the left of the rectum and it was like waves and it just kept going off and on. Agent asked, patient said the programmer wasn't even hooked up to them and the stimulation was coming from the inside. The patient confirmed that they were getting intermediate stimulation. The patient put the programmer batteries back in and got poor communication screen. After working with the caller, they were able to connect and confirmed that the implant was off. The caller stated that they felt like the stimulator was almost dislodged. The caller confirmed that they had not had any falls or trauma to the area. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. . Agent sent caller physician listings.